Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: during investigation, there were reboots observed in the black box. The battery cap heights were within specification. There was corrosion found in inside the battery compartment. The battery compartment was found to be cracked. The pump was opened and there was no damage found to the power circuit found inside the battery compartment. A battery compartment leak was found during testing. The battery cap was able to attach securely to the pump. The pump was exercised for 24 hours with no power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment, there was intermittent power, and the battery cap was unable to be tightened. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.